Event description:
It was reported that during a lap cholecystectomy, while clamping the cystic duct, the device locked in a close position. The device jammed on the duct; it was released manually by pulling the handle apart. The surgeon pulled the device out of the trocar and fired until clear, reinserted and attempted to fire and it jammed again. Another device was used to complete the procedure. There was no apparent tissue damage. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.